Event description:
It was reported that the patient experienced a "shocking" sensation when changing positions from laying to sitting up. The reporter stated that the sensation was felt in the area where the leads enter the epidural space, where they were "anchored." It was stated that the impedances were all in range; stimulation was in the right areas and appeared to be working fine. The reporter stated that he could not find any issues with the system. There were no injuries associated with this event.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6 )2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 355531, lot# n337923, implanted: (B)(6) 2012, product type: screening device. Product ID 3550-39 lot# n335978, implanted: (B)(6) 2012, product type: accessory. (B)(4).